Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during rotator cuff repair surgical procedure, it was observed that an anchor was stuck in their expressew iii without hook applier. According to the reporter, the scrub tech was prepping the device and loading the needle incorrectly into the expressew applier. At that point they tried to test the gun and when pulling the trigger to deploy, the needle jammed and broke in the applier. This was prior to the case so the surgeon used an arthrex device to complete the procedure with no patient consequences or delays. The sales rep was able to get the needle out of the applier for the customer so it is not coming back. The needle was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.